Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 6 to 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with the different device. There were no patient complications nor injuries reported and the patient's status was good.